Event description:
This will be filed to report a clip failing to establish final arm angle (efaa), clip open difficulty, and clip jumping during preparation. It was reported that during preparation of a mitraclip xtw the clip failed efaa. Initially, the xtw could not open or unlock once it was locked. Then the clip failed efaa a total of three times. The clip jumped open to a grasping arm angle (~120 degrees). There was no patient involvement. A replacement was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa), difficult to open the clip and clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).